Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and an endurant ii cuff were implanted in a patient for the endovascular treatment of a 10.0 cm abdominal aortic aneurysm. It was reported that the patient resented with pain. It was discovered that there was a type ia endoleak, a type iii separation endoleak between the cuff and the main body, and a rupture. Three additional devices were placed (two endurant 36/36/49 and one endurant 36/36/70) and they were able to bridge the gap between the main body and the cuff. It was also noted that there were no endoleaks after the procedure and the events had resolved. The physician stated that the cause of the event could not be determined from the facts they had available. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the reported proximal type I endoleak, type iii separation endoleak between the aortic cuff and bifurcate leading to aneurysm rupture and pain could not be conclusively determined from the films provided. Pre-implant films, films at implant, earlier post-implant films, films that showed the implant of the 36 mm endurant cuff, films that showed the proximal type I endoleak and aneurysm rupture, and additional films during the secondary intervention were not provided. The endurant cuff location at implant was unknown; the initial overlap length between the cuff and the bifurcate was unknown. The films returned show that the bifurcate had continued to migrate after implant of the cuff, and is currently situated slightly below the distal edge of the endurant cuff. The exact cause of the bifurcate migration cannot be conclusively determined. The 6-yr follow-up films prior to implant of the cuff showed that the aortic neck was highly angulated (~ 100 deg a-p relative to the limbs) and the patient has a large diameter aortic neck. It is possible that implanting the endurant cuff in a highly angulated and large diameter aortic neck (off-label) may have contributed to the reported proximal type I endoleak. The highly angulated aortic neck may have also contributed to the bifurcate migration, which led to the type iii separation endoleak.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.